Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she reset her device every time they left a retail store with a security system. It appeared that the system would turn off after being exposed to a store security system.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The patient reported intermittent therapy. It seemed like every time she went shopping and went through security, when she got home it seemed that device was not functioning right. Urinary symptoms would return and it felt like she would lose control. She and her husband would make adjustments and go through the 4 programs and the patient would typically have an amplitude at 1.7 and then therapy would start to work again. This had been happening since (B)(6) 2015. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.